Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. The patient had a short angulated infrarenal neck. It was reported that during the index procedure, after implantation, a type ia endoleak was noted. 9 heli-fx endoanchors were implanted to treat the leak. After implantation of the endoanchors, there was still a slight type I endoleak present. The physician stated the cause of the event was anatomy related, due to the short angulated infrarenal neck. The physician planned to do a follow up cta in 30 days to evaluate the endoleak; however, it was subsequently reported that the patient suffered complications related to covering of the stent graft over the patients spinal artery and this led to stroke and lower body paralysis, deterioration of the patient and the patient subsequently expired. It was reported that the physician noted that the artery to spinal cord for most patients is higher but for this patient it was lower and, so was covered by the stent graft. No other clinical sequelae were reported.

Manufacturer narrative:
Additional information was received for this case: per the physician the cause of death was from covering of the spinal artery. Also, the date of death was the day following the surgery of the implanted graft. Film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Images during implant were not available, and post-implant films were also not provided. Pre-implant CT¿s revealed that the patient had a multi-lobal infrarenal aaa and a severely tortuous anatomy. The neck diameter just below lowest right renal artery measured ~17 mm, and ranged in diameter from 17 ¿ 19 mm along the 10 mm length neck <(><<)>(><(><<)><(><<)>)>off label>. The infrarenal neck angulation measured ~80 deg lt-rt relative to the aaa centerline and the suprarenal angulation was ~80 deg rt-lt, and the distal aaa was angulated ~75 deg rt-lt. The left common iliac artery was aneurysmal and both external iliacs were small in caliber (4 ¿ 5 mm diameter) and calcified. It appears likely that the reported proximal type I endoleak occurring at implant was due to implanting within the small diameter and short length neck which was also severely angulated. The cause of death could not be determined from the films. Per the physicians assessment, complications related to covering of the stent graft over the patients spinal artery which is typically located above the renal arteries, led to stroke and lower body paralysis and the patient subsequently expired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 24-off label for neck diameter and angulation film evaluation summary: the exact cause of the events could not be determined from the pre-implant films provided. Images during implant were not available, and post-implant films were also not provided. Pre-implant CT¿s revealed that that the patient had a multi-global infrarenal aaa and a severely tortuous anatomy. The neck diameter just below lowest right renal artery measured ~17mm, and ranged in diameter from 17 ¿ 19mm along the 10mm length neck <(><<)>(><(><<)><(><<)>)>off label>. The infrarenal neck angulation measured ~80 deg lt-rt relative to the aaa centerline and the suprarenal angulation was ~80 deg rt-lt, and the distal aaa was angulated ~75 deg rt-lt. The left common iliac artery was aneurysmal and both external iliac's were small in caliber (4 ¿ 5mm diameter) and calcified. It appears likely that the reported proximal type I endoleak occurring at implant was due to implanting within the small diameter and short length neck which was also severely angulated. The cause of death could not be determined from the films. Per the physicians assessment, complications related to covering of the stent graft over the patients spinal artery which is typically located above the renal arteries, led to stroke and lower body paralysis and the patient subsequently expired. If information is provided in the future, a supplemental report will be issued.